Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was hospitalized for alleged low bgs and delivery anomaly-possible over delivery on (B)(6) 2025. On a related svn (B)(4) the customer alleged high bgs on (B)(6) 2025. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date (B)(6) 2025 in the pump history file and found 1 lostsensor1alert (780) on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 03:59:00.000, 1 changebatteryfault (73) on (B)(6) 2025 13:30:00.000 and 2 lostsensor1alert (780) on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 10:04:59 pm. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert and replace battery alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump history file lists data on (B)(6) 2025 to (B)(6) 2025. On a related svn (B)(6), unable to perform the history review 2 days prior to the event date (B)(6) 2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Delivery anomaly-possible over delivery not confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly. Blood glucose value at the time of the event was 47 mg/dl. The customer experienced symptoms of feeling weak during the event. The customer was hospitalized and treated with glucagon and other (d50 IV). The event involved product(s) mmt-1884l, mmt-342 , mmt-431ag, mmt-7040a. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-342 . No product return is required for mmt-431ag. No product return is required for mmt-7040a.